Manufacturer narrative:
Concomitant medical products: 419478 lead, 407645 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks and fell. The right ventricular (rv) lead triggered a lead integrity alert (lia) and had oversensing noise episodes and sensing integrity counter (sic). Detections were programmed off. No further patient complications have been reported as a result of this event.